Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shocks due to right ventricular (rv) lead noise. The lead noise could be seen on the electrocardiogram but further investigation does not suggest a problem in the right ventricular (rv) lead. Impedance was within range. Sensing and pacing values were also within range. The reason for lead noise could not be found out. Physician had decided to not explant the rv lead at the time. Patient was stable.